Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the inner insulation was kinked buckled, there was blood in/on helix/lobe mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that the lead had high impedance and pacing failure. A new lead was implanted. No patient complications were reported as a result of this event.